Event description:
User received questionable low results for calcium on the c501 analyzer. User said the event involved about 25 patient samples. Results for only 7 patient samples were provided and were discrepant for calcium. Repeat testing for the 7 patient samples provided was performed on the same c501 analyzer at the site. Patient sample 1, initial calcium result gave 7.8, the repeat result was 9.8 mg/dl. Patient sample 2, initial calcium result gave 7.6, the repeat result was 9.8 mg/dl. Patient sample 3, (B)(6) male, initial calcium result gave 7.5 mg/dl. This result was accompanied by a data flag. The repeat result was 9.3 mg/dl. Patient sample 4, (B)(6) male, initial calcium result gave 6.7 mg/dl. This result was accompanied by a data flag. The repeat result was 9.2 mg/dl. Patient sample 5, (B)(6) female, initial calcium result gave 8.1 mg/dl. The repeat result was 10.3 mg/dl. Both the initial and repeat results were accompanied by a data flag. Patient sample 6, (B)(6) female, initial calcium result gave 8.3 mg/dl. This result was accompanied by a data flag. The repeat result was 10.0 mg/dl. Patient sample 7, (B)(6) male, initial calcium result gave 7.6 mg/dl. This result was accompanied by a data flag. The repeat result was 9.5 mg/dl. Initial results were reported outside the laboratory. User said to his knowledge, there has not been any adverse affect to any patient from lab results. Calcium reagent lot number, 62114901. The field service representative found a defective solenoid valve. He replaced the solenoid valve. The customer ran calibrations and controls, which met specifications.